Event description:
It was reported that the ¿leads¿ 9, 10 and 15 had impedance >20,000. The subject did not have a clinically undesirable experience but a study device experienced a device deficiency. It was noted that x-ray results were normal. Diagnostic methods included interrogation on the date of report and the results were "lead" 9, 10 and 15 >20,000. Etiology was unlikely related to implant procedure. There were no signs or symptoms. There were no actions taken. The patient outcome was ongoing with no further action needed. Additional information received replaced the term ¿lead¿ with the term ¿electrode.¿ therefore, electrodes 9, 10, and 15 were > 20,000.

Manufacturer narrative:
Concomitant: product ID 3888q33, lot# va07lh8, implanted: 2013-(B)(6), product type lead, product ID 3888q33, lot# va07lh8, implanted: 2013-(B)(6), product type lead, product ID 3888q45, lot# va07lh4, implanted: 2013-(B)(6), product type lead, product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3888q45, lot# va07n8d, implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that per the device interrogation records collected there was no evidence of high impedance on electrode number 5. The study monitor confirmed with the site during an onsite visit that there was no evidence substantiating the event report.

Event description:
Additional information reported electrode 5 had impedance greater than 20,000 intermittently. No action was taken and the event was considered ongoing with no further action needed.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information from the health care provider of the clinical study reported, the device was explanted for normal battery depletion. Device interrogation revealed the device was at estimated replacement indicator (eri) and there were impedances out of range and greater than 10,000 ohms. Cycling was off for the patient. There was no injury to the patient and they were recovered without sequelae. Previous report indicated battery longevity was estimated and the battery life from date of implant was 12 months and the estimated battery life currently remaining was 0. The longevity estimates were based on one set of parameters used across the life of the battery. The estimates calculated conflicted with what was known about current battery longevity. This could be due to many variables including programming changes made by the clinician overtime, parameters changed made by the patient and changes in stimulation use since implant. Additional information indicated, the event was also reported in manufacturing report # 007566237-2015-01270 . All additional information will be sent in this report going forward.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was out of range impedances with the range being 50 - 20,000 ohms. Impedances were greater than 20,000 ohms. Battery longevity was estimated and the battery life from date of implant was 12 months and the estimated battery life currently remaining was 0. The longevity estimates were based on one set of parameters used across the life of the battery. The estimates calculated conflicted with what was known about current battery longevity. This could be due to many variables including programming changes made by the clinician over time, parameters changed made by the patient and changes in stimulation use since implant. Information was previously reported in manufacturer report # 3007566237-2015-01270 all additional information pertaining to the event will be noted in this report going forward.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.